Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited possible infection. Reportedly, the patient was unable to telemeter the device due to a swollen pocket. The technical services (ts) advised putting pressure on the site and the field rep as able to telemeter. As of this time, the crt-d with the right ventricular (rv) lead, right atrial (ra) lead, and lv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).